Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with external devices. Reportedly the patient has not recharged the ipg in a year. Surgical intervention may be pending to address this issue. Patient and device information are unknown at this time.